Event description:
Facility reported an external blood leak at the initiation of treatment (1st use). Not preprocessed, a dry pack. Estimated blood loss 200cc. No pt ill effect. No medical intervention. "The case the dialyzer was delivered in appeared to have been hit by a forklift". One other dialyzer from the case had a blood leak. Two other dialyzers from the case failed the pressure hold test. The dialyzer is available for examination. MDR filed on the blood loss.